Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by the caller that the stimulator is no longer working. Caller also said that he had no further details to provide. The caller mentioned that they were wondering if the patient was safe for MRI. There were no patient symptoms or complications reported.